Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise. No intervention was performed. The patient was in stable condition and would be further monitored.

Manufacturer narrative:
Correction: e1 section, reporter name and reported address line 1 were corrected to updated information received.

Event description:
New information received notes that the right atrial lead noise was over-sensed by the device that led to inappropriate automatic mode switch. Programming changes were made. The patient was in stable condition.